Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging respiratory tract irritation, inflammatory response, lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, inflammatory response, lung disease. There was no report of medical intervention. The remstar series assy was returned to the manufacturer for investigation. The device was applied power and verified airflow. The manufacturer observed that the customers humidifier heater plate did heat. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. During the investigation, evidence of sound abatement foam degradation/breakdown was observed in this device. The manufacturer observed the following sound abatement degraded foam indications, black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. Tiny black pieces of a black substance, consistent with sound abatement foam degradation, were found on the bottom of the enclosure. The secondary findings of this investigation were dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Dust-like contamination throughout humidifier enclosure and water tank. The manufacturer was able to confirm the presence of degraded sound abatement foam and the presence of multiple contaminants that were not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.